Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had been feeling over medicated since (B)(6) 2017. There had been no changes to the pump prior to the weekend - no dose adjustment, no refills, and the patient had not used her ptm (personal therapy manager) over the weekend. The last pump refill was in october. It was noted that the patient also took oral pain medication. The patient was advised to make an appointment with the office or if necessary go to the ER (emergency room). The issue was not resolved as of (B)(6) 2017. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.